Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio iq meter was reading inaccurately erratic. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began at 12 a.m., on (B)(6) 2017. The patient claimed obtaining blood glucose readings of ¿352 and 278 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for precision. The patient manages his diabetes with insulin (novolog: 10 units in the morning, 10.5 units in the afternoon and 10 units at night) and he advised that in response to the alleged elevated readings, he increased the dose of his medication; reportedly administering an extra 2 units of insulin at around 1:20 a.m., on (B)(6) 2017. The patient denied developing symptoms as a result of the alleged issue. There was no report of medical treatment as a result of the alleged issue. The patient denied testing his blood glucose on another device. At the time of troubleshooting, the csr established that the unit of measure was set correctly on the subject meter, that the patient was following the correct testing procedure and that an approved sample site was being used to obtain the results. The csr confirmed that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. It was also noted by the csr that the patient did not have testing supplies available to test the subject device. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury adverse event. The patient did not develop signs/symptoms suggestive of a serious injury, nor did they receive medical intervention for an acute blood glucose excursion. However, this complaint is being reported as a malfunction because the alleged inaccuracy issue was not resolved during troubleshooting.